Manufacturer narrative:
This is one event for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and subsequently expired within a few hours of receiving the product in dialysis treatment on or about (B)(4) 2013.